Manufacturer narrative:
Failure analysis confirmed the button error alarm which was followed by unresponsive buttons; which was due to corroded keypad traces. There were no traces of moisture noted at electronic or motor assemblies. The insulin pump was received with a scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 216 mg/dl. The customer stated that she was trying to check her blood glucose reading and that's when her pump alarmed button error after the pump was exposed to moisture; which was sweat. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned and analysis was completed.